Event description:
It was reported that during multiple attempted cartridge and tubing changes on an insulin pump, tubing priming did not produce drops and the connector became loose, consistent with an infusion set deployed incorrectly or an infusion set connector not attached correctly; the implicated component was the cannula/connector assembly, and the user reverted to insulin pens for coverage. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem, with an improper or incorrect procedure or method likely involving the cannula/connector attachment during press and fill. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions. The user was assigned for additional training.